Event description:
Have had problems with vicryl sutures used in c-section in 2003. I have experienced extreme pain, discomfort, numerous infections and extreme swelling. At one point I believe I had a stitch come out of my closed wound. Also in 2006, the incision swelled up to the size of a baseball and basically exploded. I've had cat scans and numerous antibiotics that included anti fungal. Nothing seems to work and I believe if the doctor was to go in and remove the stitches then I can get back to a normal life.